Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the drainage catheter was allegedly leaked and flowing out of the white port end due to fragmentation at the white port end of the drain tube. The procedure was completed using another device. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the drainage catheter was allegedly leaked and flowing out of the white port end due to fragmentation at the white port end of the drain tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of the drainage catheter attached to an external connector. It is not possible to determine the issues as the catheter hub was noted to be wrapped by bandage. Therefore, the investigation is inconclusive for the reported catheter connector fracture, material separation and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, g3, h1, h6 (patient, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.